Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen, preventing swipe-to-unlock and any on-screen selections; charging did not restore functionality, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose or clinical symptoms. Outcomes included temporary interruption of ilet use and continued cgm monitoring with the dexcom g7 app or receiver. Investigation included remote troubleshooting, data sync instruction, and review of returned-device procedures; the original device was not recovered for analysis after being reported as lost or discarded. Investigation of this case revealed a suspected touchscreen malfunction consistent with a device display or user interface component failure; no clinical adverse event occurred. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.